Manufacturer narrative:
One used ambulatory infusion pump was returned for device evaluation. Visual inspection found the pump to be in good physical condition. Functional testing was performed to test the pump's delivery accuracy. Three separate delivery accuracy tests were performed and found the pump's delivery accuracy to have been within specification. No issues were found as it pertained to delivery accuracy. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
It was reported that during use of this ambulatory infusion pump to deliver chemotherapy, it was observed that the medication had not delivered through to completion. The device was used for two days. The user facility reported that the pump event history log was reviewed, and no discrepancies were found. It was also noted that the program ran as expected and did not stop. The user facility inspected the bag and the tubing and found no issues. No adverse patient effects and no intervention were reported.